Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test. The insulin pump was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. The insulin pump was monitored for 72 hours and no constant tone or audio beep anomaly noted. All the buttons functioned properly and no moisture damage was found on the keypad traces noted. The keypad connector was fully locked. The insulin pump had cracked case at the display window corner, minor scratched lcd window, cracked reservoir tube lip and missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin has a constant audible tone from the pump and the keypad buttons are not responsive. The customer's blood glucose reading was 226 mg/dl at the time of incident. Troubleshooting found that the pump buttons did not work after the pump self test. Customer was advised to monitor the pump and call back if further assistance is needed.